Manufacturer narrative:
Follow-up #1: date of submission 05/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: neither cartridge cap nor battery cap was returned with the pump for investigation; test caps were used to complete the investigation. Review of the black box data revealed several records of call service alarms (012) that occurred during bolus deliveries, records of call service alarms (054/052/012) were recorded on february 10, 2015. The pump was exercised for 24 hours without call service alarm occurring. Investigation did not duplicate the alleged call service alarm issue. Unrelated to the original complaint, moisture corrosion was visualized inside the battery compartment. A leak test was performed revealing a moisture leak at the site of the battery compartment crack. The pump was opened for investigation and did not reveal any further evidence of moisture contamination/corrosion in the pump¿s interior compartment.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.